Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation due to off label use on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 for missing off label use coding.

Event description:
New information notes loss of defibrillation therapy.